Event description:
It was reported that, dr (B)(6) was broaching femur, the latch broke off. A new sterile handle was immediately replaced from another tray. There were no complications.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.